Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse discovered air throughout the fluidics module and observed foam aspirating from the wash pumps. The fse replaced the stator in the precision pump and the wash valve seal, stator, and rotor. The fse replaced the system dispense probes. The fse verified system hardware by performing assay calibrations and quality control (qc) within the customer's established limits. The unit conformed to the manufacturer's performance specifications. Stator, rotor. The customer stated system checks were within specifications but quality control had been slightly erratic. This medwatch report is related to MDR 2122870-2012-00110. (B)(4).

Event description:
The customer reported erroneously elevated troponin I (accutni) results, for multiple patients, involving access 2 immunoassay system. This is report number one of two. Three patients' results were above the acute myocardial infarction (ami) cutoff. Subsequent testing produced results within the normal reference interval for four patients. The elevated results were released out of the laboratory and questioned as the results did not correlate with the patients' clinical status. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.